Event description:
In the last month, we have had cracks develop in 30 of our aesculap primeline lids for our sterilcontainer system rigid sterilization containers. None of these lids has been processed more than 150 times.